Manufacturer narrative:
The returned screw was visually evaluated and it was confirmed to have broken into three pieces. Not all pieces of the screw were returned. A review of the batch history records confirmed that the correct material had been used to manufacture the product. A review of the batch history records did not identify any in-process issues related to wall thickness. In-process sampling of units for wall thickness was conducted and parts passed the required product quality inspections. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of this complaint. A complaint history review identified no additional complaints for this lot on file. As a result no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a cruciate ligament revascularization using scr biorci-ha 7x25 7mm head sterile the screw broke off when it was being tighten. It is unknown if broken pieces were removed from the patient. There was a procedural delay of 10 minutes. The procedure was completed using a back-up device. It is unknown if there were any injuries or complications.

Manufacturer narrative:
(B)(4).